Manufacturer narrative:
Medical device problem code 2017 - above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the balloon was inflated to 20 atmospheres. It should be noted that the coronary dilatation catheters (cdc), nc trek neo, instructions for use, states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek neo device is 18 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (drca) artery with heavy calcification and mild tortuosity. The 3.5x12mm nc trek neo balloon dilatation catheter (bdc) was soaked and was prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. However, the bdc had resistance during advancement with the anatomy. The balloon was inflated two times with a pressure of 20 atmospheres (atms) for each inflation and ruptured on the second inflation. There was no resistance during removal. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.